Event description:
Additional information stated impedance testing was done several times and the impedances remained within normal limits. It was reported no malfunctions were seen and the cause of the issue was not determined. It was stated the device was programmed with a guarded cathode and the implantable neurostimulator (ins) was left off post-operatively. The following morning, it was noted the stimulation was turned on and paresthesia was obtained at 3.5 volts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39286-65, serial # (B)(4), product type lead; product ID 37746, serial #(B)(4), product type programmer, patient; product ID 37754, serial #(B)(4), product type recharger.

Event description:
It was reported the patient experienced no stimulation when the implantable neurostimulator (ins) was turned up to 10.5 volts. It was stated the lead and multi-lead trailing cable were replaced without resolution. It was noted the patient did have some scar tissue and there was "some difficulty" placing the lead. The healthcare provider (hcp) "cleaned some scar tissue and retested again" with no resolution. Reportedly the lead was not replaced again. The hcp planned to do a laminectomy and cut away more scar tissue. The hcp stated that "if there is fluid in the epidural space, the lead may not make a good contact and once that is resolved, stimulation may be available if that is the situation". Additional information was requested and if received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).